Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d220125a-1). 2. The suspected meter that was shipped to pdc on 2013-07-05 and the retained one (serial#: (B)(4)) were used to re-examine their setting and all functions, and no malfunction of both meters occurred. Standby current (1.7 ua) of the suspected meter met acceptance criteria ((B)(4)). 3. Suspected strips with 2-year shelf life were manufactured on 2022-01-25. They and their retained strips were re-tested by using suspected and retained meters with any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31), respectively. Re-testing results (level low: 55/59; level high: 283/274) met the acceptance criteria (level low: 30~75 ; level high: 230~340), and desiccants of the strip vial are still functional (orange color). 4. As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 10:00pm at home. Caller stated that they tested the end-users blood glucose with her prodigy meter and received a result over 500mg/dl. A normal result for her for that time of day is usually around 125-130mg/dl. Caller stated they did another test with the prodigy meter and received a result of 375mg/dl. Caller stated that the end-user is on a sliding scale with her novalog and she took around 8 units at 7:45pm. Caller stated that the end-user has glassy eyes so she drove her to the hospital. When the end-user arrived at the hospital, she had a blood glucose of 122mg/dl. She was not treated for her blood glucose. She was not admitted but she was seen at (B)(6). Her sliding scale is as follows: novolog- 200- 250mg/dl : 2 units 250-300mg/dl : 4 units 300-350mg/dl : 6 units 350-400mg/dl : 8 units over 400mg/dl : emergency room. Caller stated that the end-user was advised to follow up with her primary doctor prior to being discharged her blood glucose was still around 122mg/dl. She was at the hospital for about 30 minutes. No additional information was provided.